Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid-section of the stent were noted to be lifted and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-mar-2021. It was reported that difficulty crossing a placed stent was encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75 x 30mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 32 x 2.75mm promus premier select drug-eluting stent was advanced but was unable to cross the proximal stented segment of the lesion. The procedure was completed with another of same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.